Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number par849, and no non-conformances related to the reported complaint condition were identified. Investigation summary: an opened box with representative samples and empty labeled winding formers of product code 8709, lot # par849 were returned for evaluation. The complaint sample was not received. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no pull off suture needle was found, and the tested samples met the finished goods requirements.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure the needle fell off the suture. It is unknown if another like device was used to complete the procedure. There were no adverse patient consequences.